Event description:
It was reported that the patient underwent inguinal hernia repair on (B)(6) 2015 and mesh was implanted. The packaging was torn on the mesh that was to be used in the procedure. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Manufacturer narrative:
Conclusion: the actual packaging involved in this event was returned for evaluation. Visual examination of the packet shows wrinkling and crumpling of the top and crushing of the bottom of the foil packet from it being handled and partially peeled open. The packet seal tore during peeling and caused capsulation of the folder. It is likely that the foil packet was crumpled before it was opened that caused the tear which encapsulated the folder rendering it non-sterile. The packet could have been exposed to heat that caused the adhesive to stick to the folder. It is unclear where this could have happened. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.